Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral/popliteal artery with moderate tortuosity and moderate calcification. The 5.5x40 mm supera self-expanding stent was being deployed and the last portion of the stent came out of the delivery system without opening the second safety lock. The supera was deployed in the target lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The premature deployment was unable to be confirmed as the stent was already fully deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported premature deployment. It may be possible that during deployment, prior to unlocking the deployment lock, the delivery system was pulled back slightly resulting in full deployment of the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.